Event description:
The customer reported the ventilator was displaying a pressure sensor failure. The customer reported the device was not in use on a patient. The manufacturers service engineer was able to duplicate the reported problem. Review of the device diagnostic log verified proximal and machine pressure sensor autozeroing failed. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service technician replaced the gas delivery system to address the reported problem. Performance verification testing was completed and passed to specifications.

Manufacturer narrative:
Gas delivery system.